Event description:
While the unit was in use on a patient, the unit shut down without any warning or alarm and would not power up when the power switch was recycled. The patient was switched to another unit and therapy was continued. No patient injury was reported.